Event description:
Healthcare professional reported "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, wear abrasion and red particles in the shell. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". Device remains implanted. This relates to the right side.

Event description:
Healthcare professional additionally reported ¿axilla demonstrates free silicone in multiple nodes¿, ¿multiple ripples noted in the rlq¿, and ¿tenderness.¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g1, h6.